Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the white t handle broke while reaming. There was no surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4) information was received indicating that. "It just cracked and stayed in 1 piece." Due to this, depuy synthes joint reconstruction considers the device on this report to be not reportable as there is no allegation of deficiency. Further updates will only be provided if additional information is received that changes the regulatory determination.